Event description:
It was reported to resmed that an invasively mechanically ventilated patient experienced oxygen desaturation when her astral 150 device stopped "blowing air" after her mother accidentally "struck" the device. There was no audible alarm, visual indicator or alarm message observed on the astral device. It was reported that the patient¿s pulse oximeter alarmed for desaturation. The patient was removed from the device, ambu bagged and then transported to a hospital where she was placed on the hospital ventilator. The patient subsequently received another astral device and was discharged home.

Manufacturer narrative:
The astral device was received and evaluated by a third party service center. Based on evaluation by third party servicer, the reported issue of the device not sounding or displaying any alarms was not confirmed. The device passed the alarm test. The device or the device logs were not available to resmed for evaluation. Without the return of the device and device logs, resmed is unable to confirm if the device had stopped ventilating and to evaluate the performance and integrity of the device. The astral 100/150 user guide also provides the following warning: ¿ ¿for ventilator-dependent patients, always have alternate ventilation equipment available, such as a back-up ventilator, manual resuscitator, or similar device. Failure to do so may result in patient injury or death. Ventilator-dependent patients should be continuously monitored by qualified personnel or adequately trained carers. These personnel and carers must be capable of taking the necessary corrective action in the event of a ventilator alarm or malfunction.¿ during a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).